Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device received with cracked case behind the device near the battery tube compartment. Unable to verify frozen screen and pump error 35 alarm due to critical pump error. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed open book, other error alarm with frozen screen. The customer's blood glucose value was 91 mg/dl. Customer reported they were unable to clear the alarm. Customer reports they received the open book image on the pump screen. Customer reported the time clock was not advance. Customer was not calling back after installing a new battery, monitoring the insulin pump for 2 hours and frozen display recurred. Alarm occurred during the time that the buttons were not responding. The insulin pump buttons did not begin to work in less than 5 minutes without battery change. Customer is unable to try pump with remote. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.